Event description:
It was reported that a patient presented with post-sensed t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. No changes were performed. The patient was stable throughout.